Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer does allege pump was over delivering. Troubleshooting was stopped for the low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, selftest, and delivery accuracy test at 0.08660 inches however, device failed prime or seating due to failed force sensor. Unable to perform basic occlusion test, force sensor test, and occlusion test or verify over delivery anomaly due to prime or seating anomaly.